Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead was unable to determine the presence of a cardiac signal and was dislodged. This ra lead was explanted. No adverse patient effects were reported. This lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant and event dates provided do not make sense so they were left off of this report.